Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. User facility voluntary medwatch report number mw5069820.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. An emboshield nav6 lg 190 embolic protection system (eps) was prepped without issue. After successfully deploying the filter (using the provided barewire), an unspecified stent was deployed; in-stent thrombosis occluded the stent. A non-abbott thrombectomy device was advanced over the barewire to perform thrombectomy. When retracting the non-abbott thrombectomy device over the barewire, it became stuck and could not be retracted. The nav6 filter was pulled back into the stent then multiple manipulation attempts were made to retract the thrombectomy device, without success. Both the thrombectomy device and barewire were withdrawn from the anatomy as a single unit, still intact. The wire was found to be frayed / unraveled at the end (but not separated into two pieces) and fibrinous material was found to be wrapped around the barewire and was reportedly likely the reason for removal difficulty. A second wire and nav6 retrieval catheter were used to successfully retrieve the filter. The patient was discharged home the following day. No additional information was provided. Sus voluntary medwatch report was received stating the following: "distal embolic protection device/basket unable to be retrieved with wire provided in kit. Wire found to be frayed at the end. Second wire was used and basket retrieved successfully. Patient discharged home the next day."

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported migration and difficulty removing were unable to be confirmed as it was based on case circumstances. The stretched coils were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation determined the reported difficulties appear to be due to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.